Event description:
It was reported that cadd legacy pump: error (B)(4) constant alarm(during testing/no patient injury).

Event description:
It was reported that cadd legacy pump: error (B)(4) constant alarm(during testing/no patient injury).

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured dec. 2018, and is out of warranty. Therefore, no manufacturing DHR review is needed.